Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident and was treated with insulin pump and manual injection. The customer had issues with two sets. The customer reported that their blood glucose increased after taking insulin and was not decreasing. The customer removed the set and found that it was bent. The customer stated that it happened with two different sensors. The insulin pump will not be returned for analysis.